Manufacturer narrative:
The following fields are possible lots: 22115690, 22115691, 22115732, 22115733. D4: medical device lot #: 22115690. D4: medical device expiration date: 29nov2025. H4: device manufacture date: 29nov2022. D4: medical device lot #: 22115691 . D4: medical device expiration date: 29nov2025. H4: device manufacture date: 29nov2022. D4: medical device lot #: 22115732. D4: medical device expiration date: 30nov2025. H4: device manufacture date: 30nov2022. D4: medical device lot #: 22115733 . D4: medical device expiration date: 30nov2025. H4: device manufacture date: 30nov2022. The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 10-apr-2023 . H6: investigation summary one sample model 2420-0500 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed and infused at a rate of 125 ml/hr for 1 hour. No occlusion or bulge was observed. The customer complaint that medication was unable to infuse could not be replicated. The root cause could not be determined because the issue could not be replicated. A DHR was performed the following possible lots: 22115690, 22115691, 22115732, 22115733 a device history record review for model 2420-0500 lot number 22115690 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0500 lot number 22115691 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0500 lot number 22115732 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0500 lot number 22115733 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported while using bd alaris pump module smartsite infusion set there were flow issues. There was no report of patient impact. The following information was provided by the initial reporter: type of incident/problem: malfunction - during or after use level of harm: no apparent harm - reached patient/person, inconvenient incident details: medication line primed with insulin for continuous drip. Medication unable to infuse due to occlusion error. Bulging occluded bubble in line, no visible product or object in line causing occlusion, appears to be an issue with blue plastic connecting piece. Who was affected? Patient. Unexpected or prolonged care? No. Frequency of problem: first time.

Event description:
It was reported while using bd alaris pump module smartsite infusion set there were flow issues. There was no report of patient impact. The following information was provided by the initial reporter: type of incident/problem: malfunction - during or after use level of harm: no apparent harm - reached patient/person, inconvenient incident details: medication line primed with insulin for continuous drip. Medication unable to infuse due to occlusion error. Bulging occluded bubble in line, no visible product or object in line causing occlusion, appears to be an issue with blue plastic connecting piece. Who was affected? Patient. Unexpected or prolonged care? No. Frequency of problem: first time.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.